Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at a third-party service center, an oxygen proportional valve stuck alarm was observed in the device's downloaded event log. The device's oxygen blending module was replaced to address the issue. Additionally, a low inlet pressure alarm was observed. This would not affect the device's ability to deliver therapy as designed. The oxygen blending module replacement would address this issue also. The device's air inlet foam filter and particulate filter were replaced due to preventive maintenance protocol. The device was cleaned and tested and passed all final testing.